Event description:
Customer claims the alarm has power, but no alarm tone when pressure is off the pad. Also, no alarm tone when the sensor pad is detached from the alarm. No visible damage detected. There was no pt injury reported.

Manufacturer narrative:
(B) (4): eval results: eval of the returned product found that there is no alarm tone when pressure is taken off pad or when the pad is removed. The hold light is constantly on. Pressing the hold button has no effect. When the unit is connected to the nurse call, the hold light shuts off and alerts the nurse call but there is no alarm tone. When the nurse call is disconnected, the hold light comes back on. There are brief moments, about a second or two, where the hold light shuts off while the sensor is connected and the speaker makes a scratching noise. Battery springs are mis-aligned. (B) (4)